Manufacturer narrative:
The device was returned for investigation. As rec'd the skull clamp was in good condition: the 80# torque knob tested in specification, there was little to no movement in the swivel base in the locked position, and the swivel base had a positive lock. All other components were in good condition and functional. When the unit was properly positioned, adjusted and locked, a condition in which the reported problem could not be duplicated.

Event description:
The user facility reported screw loosened during surgical procedure. No pt injury was reported. Add'l info was requested from the user facility but to date no further info was rec'd.